Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device failed the accuracy test by plus 14.65 percent during testing. No patient injury was reported.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause of the reported issue is attributed to customer induced fluid ingression on the pump by the chassis of the expulsor which damaged the expulsor gasket causing the inconsistent delivery issue. Recommended that the expulsor assembly be replaced. The product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Corrected data: d4: correction: model number: 6400.